Manufacturer narrative:
(B)(6). Results - bd had not received samples, but photos were provided by the customer facility for investigation. Evaluation of the returned photograph did not identify the lot numbers quoted within the complaint description. The customer's indicated failure mode for expired product with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was unable to duplicate or confirm the customer¿s indicated failure mode because the photograph provided did not show evidence of the reported defect.

Event description:
It was reported that two different batches of bd vacutainer® brand sst ii advance tubes containing silica and gel were placed into the same box. Two different expiration dates, about a year apart, were on the tubes. No injury or medical intervention reported.